Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # (B)(4). The device being used was a plee60a. The tissue stuck to the cartridge and the cartridge partially lifted out of the jaw when removing it from the tissue. The analysis found that one plee60a device was returned in good visual condition and with an ecr60d partially fired 1/16 cartridge reload present. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the test cartridge and the returned cartridge were loaded into the device without difficulties and did not fall out during the visual and functional testing. Intra-operative photos received. The photos confirm the event description that the tissue is sticking to the cartridge deck. This is a condition that can occur with this device. Internal testing has shown that tissue sticking to the device is not clinically significant even after pulling the tissue from the cartridge deck with another tool like a grasper.

Event description:
It was reported that during a bypass procedure, on the forth firing, a gold reload was used with the stapler; the echelon fired but once the surgeon tried to remove the stapler off of the tissue the reload became stuck to the tissue and the surgeon was concerned about it being pulled apart at the seem of the staple line. Photos were taken and you can see where the sled is lifting up pulling it partially out of the gun. The surgeon inspected the staple line and he felt the staples were formed but was concerned about it sticking to the tissue so much that it pulled off tissue. They used the same gun for the rest of the procedure and no other issues. There were no patient consequences reported.

Manufacturer narrative:
(B)(4)

Event description:
(B)(4)